Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that myocardial infarction and stent thrombosis occurred. The target lesion was located in a coronary artery. A synergy¿ stent was implanted to the lesion. However, within 24 hours, the patient experienced st segment elevation myocardial infarction (stemi) and in stent thrombosis. No further patient complications were reported.